Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: a review of the pump black box showed that the last basal delivery was on (B)(6) 2018. The last delivered bolus was a 2.95u normal bolus on (B)(6) 2018 at 09:17. The pump successfully completed a rewind, load, and prime sequence. A temp-basal was set for testing purposes; the temp-basal was successfully completed with no issues. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.